Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, the central station showed communication loss on every pt channel. No pt injury was reported.

Manufacturer narrative:
The company service rep talked the customer through resting the elan switch over the phone. Normal operation was restored. He ordered a new switch. On (B)(6), he returned to the facility and replaced the switch. The sys was tested to factory specs. It functioned normally and was returned to use.